Event description:
Insert would not seat properly and once it did seat, the surgeon felt uncomfortable with the fixation. He switched to another insert and successfully completed the procedure. There was no adverse consequence for the pt or delay in surgery or anesthesia time.